Event description:
The medical center in japan had a successful impella cp support in 6/2022. Later in 9/2022 the jpvad registry noted limb ischemia that prompted explant. There was no other treatment noted and the limb resolved after pump explant.

Manufacturer narrative:
All product was discarded month prior to investigation opening. There can be no benchtop investigation to root cause. The jpvad registry team provided no further clinical details. The failure mode will be monitored and trended.